Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
On the evening of (B) (6) 2010, the patient started to hear a beeping. She searched for the source of the noise and could not find it. She realized it was her pump. On (B) (6) 2010, the patient started to feel numb on the left side. She had a return of pain and withdrawal. She went to the ER and was hospitalized. Upon interrogation and review of the logs, a motor staff was discovered, having occurred the evening of (B) (6) 2010. The patient received IV medications. The pump was replaced; the outcome was reported as "no pain". The pump contained hydromorphone 1mg/ml and bupivacaine 20mg/ml at a daily dose of 0.6mg/day.